Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body bend in boot at approx. 30 mm from the terminal end and kink at fracture site at approx. 80 mm from terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered three inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and discussed there was noise on all possible vectors, so advised turning therapy off. A fracture was suspected as the cause for the noisy signals and x-ray imaging was performed. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered three inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and discussed there was noise on all possible vectors, so advised turning therapy off. A fracture was suspected as the cause for the noisy signals and x-ray imaging was performed. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported. The device has been returned and analyzed. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body bend in boot at approx. 30 mm from the terminal end and kink at fracture site at approx. 80 mm from terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Manufacturer narrative:
Corrected fields: impact codes (h4) in section h. Device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered three inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and discussed there was noise on all possible vectors, so advised turning therapy off. A fracture was suspected as the cause for the noisy signals and x-ray imaging was performed. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.